Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 150 mg/dl. The customer is still able to continue to use current pump and then will revert to an alternate method in insulin therapy if needed.